Manufacturer narrative:
Following the complaint received on (B)(6) 2018, belmont's clinical specialist requested the serial number to the unit. The initial report from the user facility stated that the unit was in biomed and risk management needed to perform an investigation. When a second very similar report involving rapid infuser s/n (B)(4) was received from the biomed on (B)(6) 2018, attempts were made to determine whether both reports were in reference to the same event. As of the date of this report, no response from the user facility has been received. The belmont rapid infuser, s/n (B)(4), was returned for investigation and was tested using our standard operating procedures. Upon receipt, there was a burn mark near the power entry module as reported by the customer; otherwise, the unit performed according to our specifications upon receipt. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
On (B)(6) 2018, the belmont clinical specialist received an email from the trauma program manager at the user facility, who reported that the belmont rapid infuser sparked near the power cord on the back of the machine and shocked the rn who was attempting to prime the line. It was reported that there was no injury to the the rn nor to the patient. The serial number of the implicated unit was not reported following this incident. On (B)(6) 2018, we received a second report from the same user facility, involving belmont rapid infuser s/n (B)(4), stating that the unit lost power following a spark near the power cord which subsequently left a burn mark near the location. This report, however, stated that no patient was involved and did not make mention of the rn being shocked.